Manufacturer narrative:
Complaint no: (B)(4). The age of the patient was not reported; however, it was reported that the patient was an adult. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient turned off the machine to clear the alarm and discontinued the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.